Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed and a versacross connect laac access solution was used for the transeptal puncture (tsp). It was noted that the tsp imaging was difficult. The watchman was advanced, deployed, and successfully released in the left atrium appendage (laa). As the device(s) were being removed from the patient, a circumferential effusion was noted once the was sheath was removed to the right side. They had bad short axis and bi-caval views and it made visualization of tsp difficult. Approximately 680ml of blood was removed to treat the effusion. The physician suspected that the effusion was a result of a perforation during tsp. The patient remained stable and hospitalized. Later on there were no further complications and the patient was discharged. There were no device malfunctions reported. The procedure was completed. The device return is not expected to return as discarded. It was further reported that the effusion was noted post procedure, believed to be due to the transseptal access. The procedure was straightforward otherwise). In the physician opinion, it wasn't believed that access solutions (transseptal products) contributed to the patient complication. Patients are usually discharged same day. This patient stayed an extra day to recover. Patient has been discharged. The patient hemodynamically stable when complication noted. It was also reported that a cardiac tamponade has occurred.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the follow-up 1 MDR in block(s) describe event or problem (b5), in section b - adverse event or product problem and patient codes (f10 and h6), in section f - user facility / importer report information and h - device manufacturers only.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) MFR site facility name, MFR site address 1, MFR site city, MFR site zip/post code, MFR site country, in section g - all manufacturers.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed and a versacross connect laac access solution was used for the transeptal puncture (tsp). It was noted that the tsp imaging was difficult. The watchman was advanced, deployed, and successfully released in the left atrium appendage (laa). As the device(s) were being removed from the patient, a circumferential effusion was noted once the was sheath was removed to the right side. They had bad short axis and bi-caval views and it made visualization of tsp difficult. Approximately 680ml of blood was removed to treat the effusion. The physician suspected that the effusion was a result of a perforation during tsp. The patient remained stable and hospitalized. Later on there were no further complications and the patient was discharged. There were no device malfunctions reported. The procedure was completed. The device return is not expected to return as discarded. It was further reported that the effusion was noted post procedure, believed to be due to the transseptal access. The procedure was straightforward otherwise). In the physician opinion, it wasn't believed that access solutions (transseptal products) contributed to the patient complication. Patients are usually discharged same day. This patient stayed an extra day to recover. Patient has been discharged. The patient hemodynamically stable when complication noted.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage closure (laac) procedure was being performed and a versacross connect laac access solution was used for the transeptal puncture (tsp). It was noted that the tsp imaging was difficult. The watchman was advanced, deployed, and successfully released in the left atrium appendage (laa). As the device(s) were being removed from the patient, a circumferential effusion was noted once the was sheath was removed to the right side. They had bad short axis and bi-caval views and it made visualization of tsp difficult. Approximately 680ml of blood was removed to treat the effusion. The physician suspected that the effusion was a result of a perforation during tsp. The patient remained stable and hospitalized. Later on there were no further complications and the patient was discharged. There were no device malfunctions reported. The procedure was completed. The device return is not expected to return as discarded.